Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer powered up with a system error. Re seated link electronic module (lem) and re-configured hard drive. Error persisted after. Replaced and calibrated lem. Hard drive health was at 95%. Replaced hard drive. Re-imaged hard drive, re-loaded and updated software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the user had gotten an error during a software installation for the programmer and installation halted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during initial interrogation of a device, the programmer displayed a system error code. It was noted that the user had just performed a software update. The user was advised to return the programmer for service. No patient complications have been reported as a result of this event. It was further reported that the software crash had occurred after interrogating the patient's device.